Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the user facility, the device exhibited bur wobble. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.